Event description:
Customer reported that she needed assistance filling her tubing and she also noticed a black circle on her screen. Customer stated that the insulin pump was not working right. Customer was upset and troubleshooting was unable to be performed as the customer hung up. Customer's blood glucose reading at the time of the call was 149 mg/dl. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.